Manufacturer narrative:
The customer-reported issue was confirmed via physical inspection of the onboard battery where the connector was loose but not visibly coming out. Initial investigation and review of the system management (smbus) data revealed that the onboard battery was functional and exhibited no permanent faults; however, it had a high cycle count. The root cause for the loose connector is likely the result of a high number of insertion / extraction cycles the onboard battery had accumulated during use. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery had a broken piece.